Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received on (B)(6) 2022 with an alert date of (B)(6) 2022. Patient was revised was due to aseptic loosening on the tibial side of the right total knee replacement. Prior to revision patient alleges pain, instability, swelling, inflammation, stiffness, injury, psychological and emotional distress, osteolytic or chronic infection. On (B)(6) 2015 ultrasound showed fluid, large effusion and bakers cyst. Doi: (B)(6) 2015, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent a primary right total knee arthroplasty utilizing depuy synthes components including patella on (B)(6)2015. Cement manufacturer was not indicated. Sticker sheets not provided. Postoperatively, the patient continued to have multiple clinic visits and workup done for numbness, pain, swelling, stiffness, redness, ¿heat,¿ and instability. Workup identified a baker¿s cyst, sclerotic rim formation along the proximal tibia and lucencies around the femoral and tibial components via xray. Treatments included physical therapy, massage, bracing, and chiropractor until the patient was ultimately revised on (B)(6)2019. The revision was completed due to tibial tray loosening, instability and pain. Intraoperative findings show a ¿small amount of contained defect on the tibial side¿ requiring a bone graft. The loosening interface of the tibial component was not clearly indicated, though the surgeon does state that cement was removed from the tibia. The patella was everted and circumferential cauterization was conducted, and the overhanging bone and soft tissue were excised. The patella was well fixed and not revised. The femoral component was revised though no allegations were identified during the revision. Competitor components and competitor cement was utilized, though the depuy synthes patella remained in situ. Post-revision on 6 aug 2022, the patient continues to have pain and an ultrasound reveals a moderate sized effusion in the infrapatellar bursa and suprapatellar bursa. (B)(4) was created to capture the patella for pain and swelling. A handwritten note from 3 june 2022 indicates the patient has recurrent right knee pain and is s/p 2 revisions, however there is insufficient information at this time on if or when a second revision occurred.